Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed, however the cause is unknown. One stainless steel guidewire was returned for evaluation. An initial visual observation showed the guidewire was bent approximately 2 cm distal to the distal tip of the guidewire. No use residue was observed on the returned sample. The core wire was observed to be intact during tactile evaluation. A microscopic observation revealed two kinks in the guidewire, just distal to the bent in the guidewire. Both weld tips were observed to be intact. While the cause of the kinks observed in the guidewire is unknown, possible causes include damage during transit, storage, or use. The product IFU warns: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of rear0546 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was bent around the edge before being used.on (B)(6) 2017 - the returned wire is kinked.